Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause. The investigation did not indicate the need for corrective action. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening of the femoral component.